Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the accessory involved with this complaint and found the drape was found to have a labyrinth seizing/sticking/friction issue preventing installation/rotation.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the instrument arm drape ring was not rotating smoothly, resulting in the instrument arm drape to twist during the universal surgical manipulator arm rotation. The procedure was completed with no reported injury.